Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Corrective action has been initiated for the reported issue. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Corrective action has been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the cement powder leaked upon opening the sterile pack. There is a tiny hole at the bottom of the sterile packaging causing powder to spill out. Products have been used up and packaging disposed.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product is discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cement powder leaked upon opening the sterile pack. There is a tiny hole at the bottom of the sterile packaging causing powder to spill out. Products have been used up and packaging disposed.